Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the insulin gauge displayed that the cartridge was empty; however, was able to withdraw 150-200. Additionally, an occlusion alarm occurred. To resolve the issue a supply change was performed (cartridge and infusion set) and insulin delivery was resumed. Blood glucose level was not impacted.